Event description:
According to the reporter: the shaft was broken after 2 fires. Male patient involved w/o injury; procedure: hernia repair; medical intervention required; surgery time not extended; product not tested prior use.

Manufacturer narrative:
(B)(4).